Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, a data log was provided by the patient. It was downloaded and reviewed on 12/06/2014 and the data for the date of the event was not provided.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient's mother did not report any injury or medical intervention.